Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25-18mm amplatzer talisman pfo occluder was successfully implanted into a patient. On (B)(6) 2022, the patients loop recorder recorded 50 minutes of atrial fibrillation during sleep. The patients medication regiment was adjusted and the patient was started on apixaban. The physician alleged that the atrial fibrillation is likely transient and due to the implanted occluder. The patient is stable and at home.

Manufacturer narrative:
An event of atrial fibrillation post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.